Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, via social media, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Date of issue is an approximation. The patient stated the values are not adding up compared to the bg meter. The patient stated they test their bg according to how they feel and because of this, they are concerned that they might not wake up on time due to not feeling anything until they are sweating and shaking. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.